Event description:
A consumer implanted for other chronic/intract pain (trunk/limbs) reported via the manufacturer's representative (rep) seeing the power on reset (por) 0x400 error code, and therapy stopped. There were no traumas, falls, or emi that occurred related to this issue, but the consumer did have a bruise on their right knee where the lead was. The consumer was able to bypass the por message with the patient programmer (pp), but stimulation wasn't as strong after that. An impedance check was performed which showed electrode three was out of range. The rep. Programmed several different groups, but used group c to test therapy impedances with 0+, 1-, and 2+ being programmed with therapy impedances being 359 ohms. It was noted the rep. Was using amplitudes in the nine to ten volts ranges and they weren't getting good stimulation. The rep. Reprogrammed the consumer using different bipoles which resulted in full coverage of the affected area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.